Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is only limited to part # 64828201 and serial # (B)(6). Problem statement: customer reported complaint on a bd aria iii 6b/2r basic ¿ 64828201 of leakage/spray of non-biohazard (ethanol, sheath fluid) under pressure from the closed-loop nozzle. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 18jun2019 to date 18jun2020. Complaint trend: there are 5 similar complaints related to this issue. The complaint #¿s are; (b. Date range from 18jun2019 to date 18jun2020. Manufacturing device history record (DHR) review: review of DHR part # 64828201 serial #: (B)(6), file# (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the leak was due to a close-loop nozzle, 644395-closed loop nozzle assembly. This part was missing a very tiny o-ring, which creates a seal at the cuvette flow cell during it¿s cleaning and/or instrument shutdown cycles. The o-ring could have been worn and broken off due to normal use. The function of the close-loop nozzle is to capture cleaning solution waste from the flow cell and direct it to the waste tank, so it doesn¿t pass through the deflection plates and the rest of the system. The fse (field service engineer) confirmed the issue and replaced the part 644395. In addition he flushed and cleaned the close-loop nozzle waste line to free up any debris or build-up. Although the customer reported the fluid leak was water and not from the waste-line, there is still a possible chance of biohazard exposure because the leak was exiting from the flow cell and the close-loop nozzle connection where the cleaning solution waste was to be collected. The cleaning solution waste could still be contaminated with residual amounts of biological specimens and materials that could transmit potentially fatal diseases. Proper safety precautions, maintenance and replacement of the closed-loop nozzle can be found in bd facsaria iii user¿s guide (23-11654-01, rev. 01) starting on page 228. The complaint also reported that the instrument was under pressure and fluid sprayed. According to a service engineer at bd san jose, with fluidic pressure build-up to 70 psi, fluid should not spray from the closed-loop nozzle, but drip onto the containment tray. Fluid may continue to spill over from the tray to the bottom of the instrument depending on how much solution is used and how many cycles were run. The service engineer also verified that the instrument should depressurize by closing various valves and opening drain ports after shutdowns or cleaning cycles. Though most of the fluid should be vacuumed for the purpose of the closed-loop nozzle, fluid may leak through due to a clog or dirty waste line. The possible spray/leak could have contributed from the closed-loop nozzle being dirty as well. If a claim of a fluid spray should occur from the parts reported within this complaint, there would not be enough pressure to cause harm or injury, especially if proper ppe (personal protective equipment) is being worn. The fse confirmed that part 644395-closed loop nozzle assembly was the issue and replaced it, including maintenance cleaning of the nozzle¿s waste line. After the repair, the instrument was tested, and was functioning as expected. The user was wearing proper ppe and there was no direct contact to biological fluids nor was there harm or injury to any fluid under pressure. The safety risk is low because there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case #: (B)(4); install date: 29oct2012; defective part number: 644395-closed loop nozzle assembly; work order notes: subject / reported: (B)(4)-facsariaiii-instrument leakage. Problem description: facsariaiii-the instrument leaks, the metal nozzle o-ring is missing (an accessory is required), the liquid flow will be biased, and the sorting liquid level will be stuck. Research use: will not be used for new coronary pneumonia research the leakage is the sheath fluid, which is not in direct contact and causes no harm to life work performed: close the closed nozzle o, replace the closed nozzle, unblock the closed nozzle link pipeline, cause: 1/ close the nozzle o circle 2, water will be sprayed instantly when the closed nozzle is removed. Solution: the instrument is operating normally. ¿ returned sample evaluation: a return sample was not requested because this is not a returnable part and was discarded. ¿ risk analysis: risk management file part #647729fmea, revision 01, facsaria ii instrument--flowcell/nozzle interface was reviewed. Although this risk document applies to facsaria ii, the facsaria fusion and facsaria family uses the same part, 644395-closed loop nozzle assembly, and serves as the same function described in this investigation. Although the severity rating is a 5, it was based on a previous scale rating which is currently equivalent to a low or limited safety risk rating (see document file 5291-07-sop). No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no item: 6. Overmolded nozzle seal - closed loop nozzle. Function: 6.1 create seal between nozzle and cuvette during shutdown and cleaning. Potential failure mode: 6.1.1 overmolded seal damaged causing fluid leak. Potential effect of failure: 6.1.1.1 fluid dripping out of flow cell after shutdown resulting in dirty cuvette. Potential cause/.mechanism of failure: seal gets cut during insertion current controls: 1) flowcell and nozzle features that prevent premature o-ring contact 2) reliability testing conducted on insertion showing very low occurrence of orings being cut during insertion and removal. Recommended actions: n/a. Responsible party: n/a. Target completion: n/a. Actions taken: n/a. Sev: 5. Occ: 1. Det: 1. Rpn: 5. Mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the cause of the leak was due to the close-loop nozzle, 644395-closed loop nozzle assembly, which was missing an o-ring. In addition, the close-loop waste could have been dirty or clogged. ¿ conclusion: based on the investigation results, the root cause of the leak was due to a bad closed loop nozzle, which was missing an o-ring. The fse confirmed that part 644395-closed loop nozzle assembly was the issue and replaced it. He also performed maintenance cleaning of the nozzle¿s waste line. After the repair, the instrument was tested, and was functioning as expected. The user was wearing proper ppe and there was no direct contact to biological fluids nor was there harm or injury to any fluid under pressure. The safety risk is low because there was no impact to customer health or safety. ¿ supporting document: n/a. H3 other text : see h.10.

Event description:
It was reported that non-biohazard leakage under pressure occurred outside of instrument during use with a bd aria¿ iii 6b/2r basic. The following information was provided by the initial reporter, translated from chinese to english: facsariaiii- instrument leakage, the metal nozzle o ring is lost (requires an accessory), the liquid flow will be deviated, and the sorting liquid level will be stuck research use additional information: the issue was resolved via replaced the closed nozzle (644395),the instrument runs normally. 1.the leaked liquid was water. 2.seen the leakage from inside the instrument to the outside of the instrument. 3.there was spray fluid. When the closed nozzle is removed, will spray water. 4.no blood or bodily fluids exposed to the customer. 5.no harm to the customer due to the leak. Additionally, on 2020-7/8 the fse provided the following additional information: 1. Was there spray of fluid under pressure? Yes. 2. What is the source of leak -- waste line or non-waste line? Non-waste line 3.no blood or bodily fluids exposed to the customer. 4.no harm to the customer due to the leak.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that non-biohazard leakage under pressure occurred outside of instrument during use with a bd aria¿ iii 6b/2r basic. The following information was provided by the initial reporter, translated from (B)(6) to english: facsariaiii- instrument leakage, the metal nozzle o ring is lost (requires an accessory), the liquid flow will be deviated, and the sorting liquid level will be stuck research use. Additional information: the issue was resolved via replaced the closed nozzle (644395),the instrument runs normally. The leaked liquid was water. Seen the leakage from inside the instrument to the outside of the instrument. There was spray fluid. When the closed nozzle is removed, will spray water. No blood or bodily fluids exposed to the customer. No harm to the customer due to the leak. Additionally, on 2020-7/8 the fse provided the following additional information: was there spray of fluid under pressure? Yes. What is the source of leak -- waste line or non-waste line? Non-waste line. No blood or bodily fluids exposed to the customer. No harm to the customer due to the leak.